Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the returned for follow up. The CT revealed that there was a left distal type I endoleak. The physician elected to implant another endurant 16x24x156 stent graft. Per the physician, the cause of the distal type I endoleak was related to the patient¿s anatomy of disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the exact cause distal type I endoleak could not be determined from the films provided. Pre-implant anatomy is unknown, and earlier post-implant films were not available for review and comparison. Images during the intervention when the contra limb was extended with an endurant limb resolving the endoleak were also not provided. CT¿s from 5- 1/2 years years post-implant revealed that an endurant stent graft system had been implanted in the patient. The bifurcate was positioned just below the lowest right renal artery, and a non-medtronic aortic cuff had been implanted near the level of the bifurcate. The aortic body and infrarenal neck were severely angulated 80 deg max a-p; however, there appeared to be an adequate proximal seal. The contra limb was seen floating within the aneurysmal left common iliac artery and there was a distal type I endoleak. The distal contra limb od measured 20mm, and the lcia diameter at that same level was ~24mm. Distal to the left limb, the lcia was acutely angulated ~90 deg laterally, and tapered down in diameter from 21 ¿ 13 ¿ 12mm along the 46mm length to the left hypogastric junction. It appears most likely that disease progression (iliac artery dilatation and angulation) contributed to the distal type I endoleak. If information is provided in the future, a supplemental report will be issued.